Event description:
It was reported that a catheter issue occurred. An opticross was advanced for ultrasound examination of the target lesion. During the procedure, lost image has occurred and the air was not removed from the catheter when flushing during preparation. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.